Event description:
Surgeon performed a tubal ligation using filshie clips. On 9/27/99, surgeons office reported device failure which resulted in pt becoming pregnant. Distributor notified. Dist stated they would notify MFR.